Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run, had corrosion/rusting/pitting, would not run, sticky trigger, the locking mechanism was stiff/stuck and illegible etch. Moving parts did not move smoothly - trigger. It was further determined that the device failed pretest for check the power with the test bench, check function of the device, check the air hose coupling, check for sticky trigger, check reverse locking mechanism with the oscillating saw attachment, check the attachment coupling with the drill attachment, check the attachment coupling, marking and labeling and general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.